Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the c13 lcd isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, which was not resolved by 3 battery changes. The blood glucose reading was 236 mg/dl. No significant events leading up to the display anomaly were noted. Advised replacement of the insulin pump. Nothing further reported.